Event description:
Question: does a medical device company have a duty to warn if their product causes winkles? I have used the philips CPAP machine for two years with the full face mask. This caused deep wrinkles around my mouth area. I contacted the company to report this, and they dismissed me and only cared about how I was cleaning my machine. I would not have used the full mask, if I would have been aware of the damage to my face that this would cause. I have since switched to the nasal mask. They should have a duty to warn people of this damage. I have been embarrassed to go out in public and have not socialized due to my embarrassment this has caused. I feel they should be naked to warn others that this mask causes wrinkles.